Event description:
It was reported that a pt was admitted into the hospital through the emergency room, due to the pt having multiple seizures. The pt has been trying to have the generator replaced for a few months however, the post-operative laboratory tests expired prior to the pt receiving approval for surgery. The pt did undergo generator revision surgery and attempts to obtain the explanted generator are currently being made. A review of the pt's programming history revealed that the pt is on a high duty cycle however, as the information is not complete, it cannot be determined whether or not the pt's device is at the end of service and to what extent, if any, this is having on the pt's seizure control. Good faith attempts to obtain additional information from the treating physician regarding the increase in seizures activity have been unsuccessful to date.